Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know the reason on how the screen became cracked. Additionally, it was reported that the touch screen was intermittently unresponsive. There was no known impact to the customer's blood glucose level. As the pump was still functional, the pump would continue to be used for insulin therapy but the customer confirmed that an alternate method of insulin delivery was available.